Event description:
The iab was inserted into the pt on 10/29/96. On 11/2/96 after iabp for 94 hours, a leak was noted. The system 90t pump was left on for an add'l 45 minutes. When the doctor tried to remove the iab, the iab was entrapped and needed to be surgically removed. A clot was noted in the iab when the iab was removed. Event complications: the iab entrapped/surgical removal reported 11/4/96. Pt's current status: unk rpt'd 11/4/96.